Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The sigma tibial uprod got stuck in tibial jig ankle clamp after button got stuck.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned devices confirms the reported non-functional/locking push button, and inability to disassemble. The root cause is attributed to design. In addition, the instrument is old ( mfg 2008) and has been subjected to heavy usage. On january 5, 2009, via eco (B)(4), miscellaneous changes were made to drawings (B)(4) to address field complaints against the locking mechanism. No corrective action required. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.